Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 our affiliate in japan received a call from a patient (pt) who reported eye pain, redness and swelling (affected eye unknown) while wearing the acuvue oasys for astigmatism brand contact lenses. The pt went to an eye care provider (ecp) and the pt was advised he/she had ¿iron powder¿ in the eye. On (B)(6) 2017 a call was placed to the pt and additional information was obtained: the pt reported the event was (B)(6) 2017. Pt reported pain in the right eye, redness, and slight swelling on day 1 of the lens wear cycle. The pt went to an ecp for evaluation. Pt was advised to discontinue contact lens wear for two weeks and the pt was prescribed two eye drops (name of the medication was not known). The visual acuity was not affected, but the pt reports ¿a white dot when he/she turned the head away¿. The pt reports currently wearing a competitor contact lens. On (B)(6) 2017 the treating ecp provided additional medical information: pt initially visited the clinic complaining about redness and pain in her eye. An unknown foreign body was removed from the cornea; ¿the foreign body was not indicated as iron powder¿. Diagnosis: removal of foreign body from cornea; focal site: od; nose side from the center; almost close to limbus; infectiveness: na; ecp reported it was unknown from observation if the foreign body was originally contained on receipt or entered when the pt inserted the cl into the eye; influence to visual acuity: na (corrected va was 1.2 at the initial visit; outcome: almost recovered. Ecp confirmed: date of initial visit: (B)(6) 2017; f/u visit: (B)(6) 2017; f/u visit (B)(6) 2017; red almost resolved and white scar was observed at the last visit. Medication: fluorometholon 0.1% eye drops qid and gatifloxacin hydrate 0.3% eye drops qid were prescribed. Cl wear for brief period was allowed at the last visit. Pt was instructed to return to clinic when the eye drops were completed. Pt has not returned since 28aug2017. Ecp reported the pt ¿must have thought she recovered and did not come back¿. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0030jl was produced under normal conditions. The suspect lens was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.